Event description:
Customer reports the microsensor ventricular catheter was replaced after 12 hours because of leakage. Customer was contacted. The device was implanted before 7 pm in 08/2005. It worked fine until about 7 am next day. Customer reports the device was discarded and is not available for eval.